Manufacturer narrative:
It is unknown if the unit was in use on a patient, but there was no patient harm reported.

Event description:
The customer reported that the unit has check vent alarm led failed error. The customer contacted product support and reports that the unit is check vent 1105. The customer has no details or information as to whether the unit was in use, any patient harm, or whether or not the unit alarmed. Product support advised the customer to replace the power switch overlay. It is unknown if the unit was in use on a patient, but there was no patient harm reported.

Manufacturer narrative:
The removed power switch overlay was returned to the failure investigation lab (fi). Visual inspection of the power switch overlay assembly revealed no evidence of damage or contamination. The fi technician installed the power switch overlay into a fi ventilator to attempt to duplicate the reported issue. The power switch overlay was tested, and the customer complaint was verified. The alarm (red) led detached from the trace not making contact with the power switch overlay creating the 1105 error code.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed, and no repair information was found. If this information is provided at a later date, a follow up report will be submitted. While troubleshooting with product support customer reports that the hours are missing from the air flow sensor. Product support advised customer to use chapter 7 on the service manual and attempt to reprogram the power on hours. Product support followed up with the customer and found that the customer reloaded the hours but after cycling power the hours went back to zero. The customer corrected the issue by replacing the flow sensor assembly.